Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a failure was confirmed as failure code 403:317:864:0000 during product evaluation. No assignable cause could be provided for this condition. However, the user interface module printed circuit board (uim pcb) was replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with channel a that failed. According to the facility, this event occurred during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.